Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was charging too often and that she was unhappy it was taking so long to recharge. The patient wants to change out her battery because she spends an hour in the morning and a half every night. She is topping off her ins battery to full because she uses high frequency. The patient hopes a new ins will allow her to recharge less often and for less time. The patient further reported she had tried to charge outside in the summer heat and it overheated and she needed to reset it by taking the recharger antenna off and using a paper clip. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-16. It was reported the charging issue had been going on since implant in (B)(6) 2017. The patient¿s weight was (B)(6) pounds. To keep it at ¾ full, they must charge 1 hour in the morning and 1 to 1 ½ hours at night. No steps were taken to resolve the issue there was nothing they could do except to find the time to charge. They had to be sitting still or lying on their side because the slightest movement causes loss of contact with the antenna. No patient symptoms were reported. No further complications were reported/anticipated.